Manufacturer narrative:
The lot numbers of the orbit coils are not known; therefore a device history record review cannot be completed. The enterprise vrd was implanted in a parent vessel with the diameter proximal and distal to the aneurysm neck reported as 5mm. The enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of 2.5 mm and 4 mm. Usage other than the approved labeling may involve risks not described in the labeling. Based on the available info, no conclusion can be made; however it is possible that this use in an oversized vessel contributed to the event. It is also possible that pt factors and pharmacological factors may have impacted the event; however, because the effectiveness of the antiplatelet therapy is not known; no conclusion can be made regarding possible contributing pharmacological factors. It was reported that there were no procedural complications or issues related to the use of the enterprise vrd or orbit coils. Although it was indicated that the pt's neurological symptoms were due to a thrombo-embolic event, it was also reported that thrombus was not confirmed with angiography. Therefore, no conclusion can be made regarding the relationship of the cordis devices to the reported thrombo-embolic event with evidence of sub-acute infarction of the occipital region. There is no indication that the events are related to the device design or mfg process; however, clinical factors may have impacted the event. This is one of four products involved with this adverse event, which is associated with mfg report#1058196-2009-00137, 1058196-2009-00138, 1058196-2009-00139.

Event description:
It was reported via the study, that two months after a stent assisted coil embolization using the enterprise vrd and three orbit coils, the pt had visual disturbance with scintillating scotoma. An occipital sub-acute infarction on diffusion MRI was seen, which is in the same territory and therefore, a relationship with the devices cannot be ruled out. The event type was indicated as a thrombo-embolic complication that resolved three months after onset. It was however, reported that angiograms were not performed to confirm the embolic event. Eval approx. Two months prior to the index procedure indicated this male pt with a history of recurrent headaches had a hunt and hess sub-arachnoid hemorrhage score of one. The pt was not taking any medications at the time of this eval. At the time of the index procedure, it was indicated that pre-procedure medications included a loading dose of aspirin 150mg and clopidogrel unk dose was prescribed greater than 24 hours prior to the procedure. The aneurysm location was in the carotid ophthalmic segment of the right internal carotid artery. The aneurysm had a height of 18mm, length and width of 10mm, and the neck was 7mm. The parent vessel diameter proximal to the aneurysm was 5mm and distal to the aneurysm was 5mm. The enterprise vrd was implanted without complication and was followed with placement of a total of 16 coils including 13 non-cordis coils and 3 cordis orbit coils. Post procedure the pt was on aspirin 150mg, clopidogrel 75mg, and unspecified anticoagulants/thrombolytics indicated as "other". The pt was discharged home without complication with h/h sah score unchanged from baseline. Discharge medications included aspirin 150mg planned duration for four months and clopidogrel 75mg planned duration 1 month. However, at six month f/u it was reported that aspirin and clopidogrel were taken without interruption. Six month f/u angiogram was completed showing complete obliteration of the aneurysm.